Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery via medwatch report number mw5057518 that a duet edms was placed on a patient due to increased icp. According to the report, when the nurse attempted to change the drainage bag the bag was attached to the chamber and was unable to be detached to change the drain bag. Reportedly, the nurse attempted to unscrew the drain bag but was unable to continue to turn the drain bag connection as turning it much harder could have put the evd chamber at risk for breaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.